Event description:
A customer complaint prompted an investigation by our company into a potential product malfunction. We had the customer's product tested by a 3rd-party (initial reporter) with whole blood at a low glucose level and a high glucose level. The strip readings were compared to the glucose levels, which were measured using a ysi 2300 stat plus glucose analyzer. By this method, it was determined that the customer's product was giving falsely high results at both the low and high glucose levels.